Event description:
A malfunction alarm was reported by the customer with the code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump. The caller was not at home at the time and planned to call back for further assistance once they had access to the charging pad.